Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. There were offset intermediate coils 9 mm proximal to the center solder for a length of 1 mm and offset intermediate coils for a length of 2 mm proximal to the center solder. The entire length of the tip coils were completely stretched out except for the last 7 mm of the tip coils. The tip coils were intact at the tipball and were not stretched for a length of 7 mm proximal to the tipball. The shaping ribbon had separated. There was 2.5 cm of shaping ribbon distal to the center solder. The fracture was twisted for a length of 3 mm. The shaping ribbon was intact at the tipball. There was 6 mm of the shaping ribbon 6 mm proximal to the tipball. There was no other damage noted to the guide wire. The device was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the ribbon to fracture. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the mechanism of failure resulting in over torque of the device was not described, but the sem shows that the guide wire had been overtorqued beyond the strenght of th guide wire resulting in guide wire failure. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot number must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the physician tried to insert the guide wire into the coronary, when he noticed the distal end was jagged. No additional event or patient information is available. This is being filed based on the analysis of the returned product which revealed that the guide wire was separated.